Event description:
It was noted that a pt implanted with a vns had died. Additional info was received from the pt's following physician's office that the pt was found deceased after an apparent seizure. Good faith attempts are being made for additional details surrounding the pt's death. The vns was programmed on the time of death.